Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes complications. The caller stated that the customer checked their blood glucose and it was 38 mg/dl. The night prior, it was 245 or 248 mg/dl. The caller did not know the customer's blood glucose at the time of death. The customer's was wearing the insulin pump at the time of death. The caller was unsure whether the customer used sensors or not. The caller did not have the insulin pump available at the time of the phone call. However, they agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump uploaded properly using carelink. The insulin had minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: there is no data available due to the device was received without a battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.